Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The following information was inadvertently reported in follow-up medwatch 001 of this report (1416980-2013-08611): treatment included ciprofloxacin 500mg bid given with vancomycin. The patient received training at home on (B)(6) 2013 and again on (B)(6) 2013. Treatment was completed on (B)(6) 2013 with clear drain and no abdominal pain. On (B)(6) 2013, the patient's drain became cloudy again was treated with amikacin ip for 14 days. This information was previously reported in manufacturer report 1416980-2013-09740.

Manufacturer narrative:
(B)(4). The patient could not afford to buy a transfer set, so a heplock was used as a connector by the hospital where the patient started dialysis. Tissue paper was used to cover the opening. Treatment included ciprofloxacin 500mg bid given with vancomycin. The patient received training at home on (B)(6) 2013 and again on (B)(6) 2013. Treatment was completed on (B)(6) 2013 with clear drain and no abdominal pain. On (B)(6) 2013, the patient's drain became cloudy again was treated with amikacin ip for 14 days.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with therapy was not reported. The patient was not hospitalized for the peritonitis. As a result of the peritonitis, the patient experienced cloudy effluent. The cause of the peritonitis and the treatment given were not reported. It was unknown if the patient recovered from the peritonitis.